Event description:
The facility reported that a colleague cxe pump had alarmed for fail code 403:317:871:0000 causing the pump to stop infusing an unspecified brand of normal saline. This occurred in the ICU during an infusion. The pump was set at 10 ml/hr and a volume of 383 mls were remaining. The initial volume of the bag was not known. The pump was running for 1-2 hrs before the nurse noticed that the infusion had stopped. Another pump was connected within moments to restore therapy. Vitals and demographics are unknown. There was no patient injury associated with this incident. No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.